Manufacturer narrative:
Evaluation summary: no product was returned. However, a photo was provided by the customer of the skin. The reported event was not confirmed. The photo shows pink-non reddened skin which is intact. The extent of the skin pressure injury appears to be mild in nature. No new formal investigation is required, after good faith efforts there is insufficient information about the failure and contributing cause. The complaint will be reopened if a sample is evaluated. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an hour, red dots were noted in patient's forehead. It was reported that the device caused deep tissue injury to the patient.